Manufacturer narrative:
Evaluation: the iab was received intact for evaluation with the balloon completely unfolded. Laboratory examination on returned item revealed no defects. Underwater leak testing revealed no leaks in iab. As a test, iab was placed in a test chamber having a 75 mmhg back pressure to simulate the pressure within the aorta. The iab fully inflated and functioned normally when attached to system 90 iabp in laboratory. No alarms were triggered on pump. After 2 minutes of pumping, pressure strips were recorded. The strips confirmed that balloon fully inflated and deflated satisfactorily at 80 and 160 bpm during laboratory iabp testing. Thus, laboratory examination revealed no defects in the returned iab. Probable cause of difficulty: no leak was found in the returned iab. It was no possible to determine the cause of reported difficulty based on the event description and examination. Although conjectural, pump alarms may have been pump related.

Event description:
After the iab was inserted into the pt, the pump gave a "rapid gas loss" alarm and the iab was removed. A second iab was inserted on 12/20/96. (Event complications: none from the event - reported 12/20/96.) (Pt's current status: stable - rpt'd 12/20/96.)intra-aortic balloon catheterintra-aortic balloon catheter